Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "delivered too much insulin" during bolus delivery. Additionally, it was reported that the pump time was incorrect. Customer's blood glucose level was 40-165 mg/dl which was addressed by ingesting glucose tables, food, and milk. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.